Event description:
Patient reported the event of ¿rupture, pain, swelling and leaking.¿ later patient reported explanted device was intact, but ¿pathology report came back showing silicone within the capsule thus indicating the implant had leeched silicone.¿ the left side device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, pain, swelling, leaking. The device remains implanted.